Manufacturer narrative:
(B)(4). Concomitant medical products: 103535 ti low profile screw 6.5x40mm 713220,  11-300912 arcos 12x190mm spl tpr dist 864850,  pt-106054 regen/rnglc+ multi 54mm sz 23 641620,  11-302124 arcos lateral troch bolt 24mm 574800,  11-302128 arcos lateral troch bolt 28mm 138820,  103532  ti low profile screw 6.5x25mm 635030,  ep-108223 e-poly 36mm +3 maxrom lnr sz23 619300 , 11-301341 arcos con sz a std 80mm 476440,  11-363666 36mm cocr mod hd +12mm 192930.  A follow up MDR report will be submitted once the investigation is completed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11405, 0001825034-2017-11404. Investigation in progress.

Event description:
It was reported patient underwent right hip revision due to non-union of a periprosthetic fracture nine months post-implantation. During the revision, it was noted the trochanter bolt was loose. The bolt was removed and plate and screws were implanted to fix the fracture. No further information has been provided.

Event description:
It was reported patient underwent a right hip revision due to non-union of a peri-prosthetic fracture approximately eleven (11) months post-implantation. Abduction weakness leading to pain was also reported. During the revision, it was noted the trochanter bolt was loose. The bolt was removed and plate and screws were implanted to fix the fracture. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.